Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. The receiver was charged and "call tech support" error was observed on the screen. Manual "try-it" and functional testing could not be performed because of the "call tech support" error. The data log was reviewed and found no errors relevant to the complaint. The customer's complaint of no audio output was unable to be confirmed. The root cause could not be determined.